Event description:
The barcode scanner on the ortho summit sample handling system instrument misread the sample barcode. A barcode misread could result in a sample from one patient being misinterpreted for another. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
The instrument has been investigated. On (B)(4) 2013 an ocd field engineer arrived at the customer site and reviewed all the barcode settings for the instrument and for the server. The server was set to all barcode types. This setting per the user manual has no data format validations. The fe changed the settings to codabar in the server. The fe ran both codabar and isbt on the pipetter with no issues. Repairs have returned this instrument to expected operation.